Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician's programming system could not communicate with a demo generator. Troubleshooting was performed by switching out functioning components of the programming system. The physician's tablet and wand were used with a known good serial cable, and the programming system worked properly. The issue was determined to be with the serial cable, and a new one was provided to the physician. The faulty serial cable has not been received to date.

Event description:
The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection.